Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Lens remains implanted. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted bilateral intraocular lenses. The patient developed halos at night. 11 months post op the uncorrected visual acuity (ucva) was 20/20 for both (ou) eyes. The patient sought out second opinion from another surgeon who recommended removal due to halo intolerance. It was learnt that the right lens (od) was removed. However, it was noted that doctor plans to wait and see if the patient can tolerate the symfony lens in left eye (os). This report captures the complaint for the left eye (os). Another report will be submitted for the complaint on right eye (od).